Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. Open csr wrap to form sterile field. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Remove top tray. Open lubrication-lubricate catheter. Prep patient with povidone-iodine swabsticks. Proceed with catheterization in usual manner. If specimen is required, fill sterile container from catheter. Top tray may be placed on basin to help prevent spillage. If urine is placed in specimen jar: secure cap. Label specimen jar. Send specimen to laboratory." (B)(4).

Event description:
It was reported that the kit was missing the gloves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the kit was missing the gloves.